Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Reason for original complaint.- patient was revised to address groin pain, elevated cobalt and chromium levels, and an anteverted cup. Doi (B)(6) 2005 - dor (B)(6) 2011 (left hip). Update (B)(4) 2012 - received maude report from patient with lot numbers. Reopened complaint. Update (B)(4) 2015 - pfs and medical records received. Records were received on (B)(4) with alert date of (B)(4) 2012. These records were reviewed on (B)(4) 2015. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, malpositioned cup, and fretting. The stem is being added for the fretting. Clinic notes from (B)(6) 2009 also indicated the patient was also experiencing squeaking sounds. No labs have been provided for the alleged high metal ions. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.